Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at 194.02 dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient was seen for a medication refill on (B)(6) 2018 and the elective replacement indicator (eri) read 38 months. The patient was being seen today and the logs read that eri occurred on (B)(6) 2019 and end of service (eos) was scheduled to occur on (B)(6) 2019. The hcp did not confirm what device she was using. The device was alarming. The patient did not hear their device alarm and believed the patient was sleeping through the alarm. Another hcp taking care of the patient heard the alarm this morning. The low reservoir, eri, or eos alarm was not expected. No symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the hcp did not know the cause of the premature elective replacement indicator (eri), it was probably hardware problem. The hcp did not know the cause of patient not hearing alarm. The patient was very handicapped and hard to communicate. The pump was likely returned after pathology. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative. On (B)(6) 2019 it was reported that the patient¿s grandmother, who was the patient¿s legal guardian stated the pump alarmed signifying eri (elective replacement indicator) on (B)(6) 2019. The pump was implanted in 2015 so this was abnormal. The grandmother of the patient reported no withdrawal symptoms but did state that the patient had behavior problems for a week following early onset of eri. The patient did not want to get out of bed for an entire week. The environmental, external or patient factors that may have led or contributed to the issue was unknown. The actions and interventions taken to resolve the issue was the pump was replaced on (B)(6) 2019. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was used to deliver gablofen 500 mcg/ml at 194 mcg/day via an implantable pump. No further complications were reported or anticipated.